Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 30 september 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total right knee arthroplasty due to degenerative arthritis. The patella was not resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and competitor cement. On (B)(6) 2018, the patient underwent a right knee revision due to ligamentous laxity and polyethylene wear. The surgeon reported the patella was debrided of significant synovial reaction. He reported the tibial insert had both medial and lateral laxity and was replace with a thicker insert. The patient was implanted with attune tibial insert and there were no complications to the procedure. Doi: (B)(6) 2016. Dor: (B)(6) 2018, insert only (rt knee).